Manufacturer narrative:
A service quote was sent to the customer and an additional attempt was made to contact the customer to take action on the quote. The quote expired without any action from the customer. Philips did not go to the site or provide any additional work. We are unable to confirm the final disposition of the device because the customer did not take action on the service quote. The investigation concludes that no further action is required at this time. H3 other text : customer did not respond.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarms do not sound, since a new screen has been connected. Patient involvement is unknown. There was no report of patient or user harm.